Manufacturer narrative:
A stapler log investigation by an intuitive surgical, inc. (Isi) failure analysis engineer (fae) revealed the following: the logs show a sureform 45 stapler instrument (part #480545-06, lot #k10241205-0577) was used first, and it was installed intermittently on the system 8 times and fired 7 sureform 45 reloads (2 green, 2 gray, 3 green, in that order). On install 1, the system failed to detect the stapler reload color, and the user manually selected the green sureform 45 reload via the surgeon side console (ssc) touchpad. The first two clamps were incomplete, stopping at ~62% and ~72% completion, respectively. The third clamp was successful, and the firing was completed with no pauses for compression. On install 2, there were 4 incomplete clamp attempts ranging from ~56% to ~60% completion, linearly. No firing was attempted. On installs 3-8, the first clamp was successful, and the firings were each completed with no pauses for compression. The instrument was then removed and not used in the procedure again. Next, the logs show a sureform 60 stapler instrument (part #480460-09, lot #k15250304-0036 was installed intermittently on the system 5 times and fired 4 black sureform 60 reloads. On install 1, the system failed to detect the stapler reload color, and the user manually selected the black reload via the ssc touchpad. There were 9 incomplete clamp attempts ranging from ~65% to ~71% completion. No firing was attempted. On install 2, the first clamp was successful, and the firing was completed with no pauses for compression. On install 3, the first 3 clamp attempts were incomplete, ranging from ~58% to ~77% completion, linearly. The 4th clamp was successful, and the firing was completed with 1 pause for compression. On install 4, the first 2 clamp attempts were incomplete, stopping at ~69% and ~75% completion, respectively. The 3rd clamp was successful, and the firing was completed with 8 pauses for compression. On install 5, the first clamp was successful, and the firing was completed with 6 pauses for compression. The instrument was then removed and not used in the procedure again. Next, the logs show another sureform 60 stapler instrument (lot number k15250304-0033) was installed on the system 1 time and fired 1 black sureform 60 reload with no pauses for compression. The instrument was then removed and not used in the procedure again. There were no errors pertaining to the use of these staplers in the logs. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection procedure, an incomplete staple line was observed where a black sureform 60 reload was fired with a sureform 60 stapler instrument on lung tissue. The black sureform 60 reload was fired across lung tissue but the blade did not cut as intended. The tissue was dragged across, pulling the tissue and staples. Due to this event, a tear within the lung tissue was produced. A second sureform 60 stapler instrument and a black sureform 60 reload were utilized to repair the defect. The procedure was completed robotically. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.